Event description:
It was reported that the patient presented for a follow-up visit in the clinic. Upon interrogation, it was noted that the right ventricle lead exhibited noise over-sensing. No intervention was performed. The patient was hospitalized and being monitored.

Manufacturer narrative:
Further information was requested but not received.